Event description:
It was reported from the patient that her nerve was nicked during implant surgery causing her to have horner¿s syndrome. No additional or relevant information has been received to date.

Event description:
Follow-up information was received that the patient has not been formally diagnosed with horner's syndrome. Additionally, no further intervention for the nerve damage/horner's syndrome is going to be taken. No additional or relevant information has been received to date.